Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2021 with blood glucose level was 600 mg/dl. Customer was currently on the hospital for 3 days now. The customer was treated with intravenous insulin drip and manual injection. Customer was declined to troubleshooting. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that she went diabetic ketoacidosis due to bad infusion sets 6 of the sets were bent. She was hospitalized trying to figure out what do to. The cannulas were bent and the insulin was not leaking. Customer was using auto mode. The insulin pump will not be returned for analysis.